Event description:
The customer reported to physio-control that whenever a button located on the small keypad assembly was pressed, the device would reboot itself. The small keypad assembly includes the 12-lead, code summary, transmit and print buttons. The customer reported that during a patient event, their device exhibited this reboot issue when the 12-lead button was pressed. The customer reported that there were no adverse effects caused to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio also observed several event codes logged in the device's memory. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.